Manufacturer narrative:
Consumer reported experiencing burning and stinging after using the product. A representative at the doctor's office reported the patient was instructed to use over the counter systane eye drops. A patient report received from the doctor's office indicated patient experienced a superficial chemical burn from the product. Patient also had mild superficial punctate keratitis and conjunctival injection. (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and signs reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The doctor reported the patient recovered. The product was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. However, the evaluation revealed it did not meet all product requirements with the returned lens case. A review of the manufacturing records associated with this case lot found the product met acceptance criteria at the time of release. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported experiencing burning and stinging after using the product a couple times. Consumer reported her eyes were still hurting a week after the incident and a visit to the doctor was made. Consumer reported the doctor told her it was most likely a superficial burn that would work itself out. Consumer was provided with over the counter eye drops. A representative at the doctor's office reported the patient was instructed to use over the counter systane eye drops. A patient report received from the doctor's office indicated patient experienced a superficial chemical burn from the product. Patient also had mild superficial punctate keratitis and conjunctival injection that subsequently resolved. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.